Event description:
A physician reported a pt who was implanted on 7/7/97 with two implants in the vermilion borders and two implants in the right and left nasolabial folds. The pt developed redness at the left nasolabial fold which the physician believed was related to the implantation procedure. The pt reported that the top portion of the left nasolabial fold became red and inflammed; the exact date of onset was unk. The physician diagnosed an infection most likely related to the implant; oral keflex was prescribed. The pt manipulated the bottom portion of the left nasolabial fold; date unk. When seen on 7/26/97, the implant was extruding, and the entire left nasolabial fold was red and infected. A consulting physician easily removed the implant, which was green in color. The pt was last seen at the beginning of 8/97 and was doing well; the physician did not believe the pt would have any sequelae from the event. The physician planned to wait about two to four weeks and implant another implant.